Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the c-ring cracked in half, broke away from the c-ring holder and fell in the patient's leg. The harvester retrieved the c-ring using the hemopro jaw through the original incision. No additional incision was done. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the device was received with the c-ring split (cracked) in two pieces. From the investigation, the returned c-ring was subjected to a heat source long enough to melt and subsequently split the c-ring into two pieces during clinical manipulation. The complaint is confirmed. A lhr review cannot be performed because the lot number was not provided by the hospital.